Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level, as the issue did not cause it to exceed 500 mg/dl. The customer was instructed by technical support to inspect various components of the pump and attempt to follow on-screen instructions to resolve the issue. Despite these efforts, the error persisted after attempting to load a new cartridge, and technical support decided to replace the pump.